Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. While in the left atrium they found the guidewire could not be withdrawn when the catheter was deployed to flower. They attempted to push the guidewire as well but were unable to do so. Both the catheter and guidewire were removed from the patient and replaced. The procedure was completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at the boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found, and the guidewire was not inside the catheter at this time. They functionally tested the device by inserting a known good guidewire and were able to advance and retract the guidewire without any issues. The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed and with all available information boston scientific concluded there was no problem with the returned device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. While in the left atrium they found the guidewire could not be withdrawn when the catheter was deployed to flower. They attempted to push the guidewire as well but were unable to do so. Both the catheter and guidewire were removed from the patient and replaced. The procedure was completed with no patient complications. The catheter has been received for analysis